Event description:
It was reported that about a month post implant the right ventricular (rv) lead was found to have increased thresholds and were now high. Lead dislodgement was suspected. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).